Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During surgery of the rectum under coelioscopy, when attempting to place the clip on the artery, the applier broke and could not be removed from the artery. Additional information indicated that there were no clinical consequences to the patient.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities, this instrument was produced at the (B)(4) in march of 2016 as part of a (B)(4) lot. The returned instrument was evaluated and found that the instrument is complete and no parts are broken or missing. The jaws are aligned with each other and the tip gap both in the opened position and closed position as received is correct per print specifications. Further evaluation showed that this instrument picks up, retains, closes and releases clips both with and without the use of silastic test tubing as required of its function. We are unable to validate the alleged complaint since we are unable to duplicate the alleged issue. Parts were 100% visually inspected and tested at the (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product as this is a standardized process for all instruments manufactured at this facility. No corrective action required at this time.

Event description:
During surgery of the rectum under coelioscopy, when attempting to place the clip on the artery, the applier broke and could not be removed from the artery. Additional information indicated that there were no clinical consequences to the patient.